Event description:
The customer reported when the nurse in ed was using this product, it leaked out dilaudid from a split on the side while air was being expelled from the syringe.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review was performed. A visual inspection and functional testing were performed showing no issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. There were no samples submitted for evaluation. The reported condition could not be confirmed. The complaint will be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the samples will be inspected for cracks/ leaks. The lot met all defined acceptance requirements and was released. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action (CAPA) is not required. This information will be utilized for trending purposes to determine the need for corrective actions.